Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in clinic, the left ventricular lead was observed to have high capture thresholds. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.